Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing. It was noted that there was no moisture damage found on the electronics, motor, battery tube, and vibrator. There was also no unexpected cloudy screen noted. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was trying to give a bolus and the numbers started scrolling on their own. Customer took out the battery and now it is giving a button error alarm and the buttons are no longer working. Customer stated that the pump was dropped before but it hasn't been dropped lately. Customer stated that she may have sweated on the pump but it has not gotten wet. Customer stated that the screen also looks cloudy. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.